Event description:
A pt received her first treatment with two formulations of collagen on 3/13/97 into the glabella, nasolabial folds, vertical lines above the upper lip, and cheek scars. Physician noted immeiately that all sites were red. She spoke to pt by telephone on 3/15/97 at which time pt reported that redness had been increasing. Physician diagnosed a hypersensitivity and prescribed hytone topical cream and atarax. Pt had taken amoxicillin without medical instruction to do so; the physician instructed her to continue the amoxicillin.